Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan alleging that the onetouch ultra meter does not turn on. This complaint is classified according to the documentation of the customer care advocate. A no response letter was sent to the patient. The power issue began the day prior at 6pm. At 6:30pm, the patient took more food/drink while having symptoms of shakes, and reportedly felt faint as a result of the reported issue. Reportedly at 6:45pm, the patient administered self-treatment with food/beverage again. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The power issue was not resolved with training. This complaint is being reported because the patient claimed that he developed symptoms that can be suggestive of hypoglycemia 30 minutes after the power issue began. Replacement products were sent to the patient.